Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high, out of range, high voltage lead impedance measurements on the svc coil were observed in the impedance trend. During isometric testing and pocket manipulation all measurements were in range. The svc coil was programmed off and the patient will be monitored. Patient condition is good.